Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture and debris on the lens. Visual inspection found no visible damage and foreign debris on the lens. The lens was a fuschia color. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaints type events found within associated lots. # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -6.50 diopter, implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.